Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non- sustained right ventricular oversensing caused due to post paced t wave oversensing was noted. The oversensing was noted on a stored egm. Programming changes were suggested. No intervention was performed, and the device remains implanted. The patient was in stable condition.